Event description:
A nurse reports that during intraocular lens (iol) implant surgery, the surgeon noticed a scratch on the optic, as the lens was unfolded in the eye. The surgeon refolded the lens and removed it from the eye without enlarging the incision.

Manufacturer narrative:
The complaint device associated with this report has not been returned for evaluation. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. This report was mailed to FDA on: 11/14/2008.